Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date after duopa tubing placement, the patient experienced stoma site warmth and redness. On (B)(6) 2018, a nurse reported that the patient developed cellulitis of the stoma and was currently taking antibiotic cephalexin. On (B)(6) 2018, the patient stopped duopa therapy due to stoma site pain. The patient also experienced a worsening of stoma site redness and stoma site drainage. The patient saw a gastro-intestinal physician and was prescribed unspecified antibiotics. However, the patient stopped the antibiotics after day 5 due to severe heartburn. Patient was instructed to follow up with the physician for different antibiotic therapy and stoma site care.